Manufacturer narrative:
Event date is estimated. It was reported abbott, a patient underwent a complete system explant due to lead migration and an inoperable ipg. New leads were going to be re-implanted but there was too much scar tissue. The case was aborted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-01968. It was reported that the patients ipg was inoperable and the patients leads had migrated. Patient underwent surgical intervention on (B)(6) 2023 where in the patients leads and ipg were explanted. Patient was unable to be reimplanted due to scar tissue. Patient may undergo surgery at a later date to be re-implanted with a new system.